Manufacturer narrative:
(B)(4). Concomitant product: unknown, unknown bi-polar, unknown. Unknown, unknown head, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11054.

Event description:
It was reported that a patient is experiencing pain due to aseptic loosening of the prosthesis in the left hip after a total hip arthroplasty. The patient is using a cane throughout the day. The pain gets worse with increased activities. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. While the complaint was unable to be confirmed, x-rays review indicated stem malpositioning and leg-length discrepancy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.